Event description:
It was reported that the patient presented via remote transmission. Non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. The device was reprogrammed. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.